Manufacturer narrative:
Concomitant medical products: medtronic lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died due to multiorgan failure due to septic shock secondary to a device pocket infection from (B)(6). Approximately three weeks after the implant of their cardiac resynchronization therapy defibrillator (crt-d) system with an absorbable envelope, the patient had presented with pain at their pocket site, fevers and intermittent body shivers. The patient also experienced local swelling, redness, warmth, purulent drainage at the device pocket site. A lead was visible at the site. The patient was admitted to the hospital and treated with antibiotics. A small incision was made at the site and the cavity was drained then briefly flushed. The implantable cardioverter defibrillator (ICD) system was explanted two days later. A drain was placed at the site. The patient was treated with norepinephrine due to hemodynamic instability. The patient was diagnosis with septic shock. The patient also experienced bleeding at the site and the drain was repositioned. A few days after the system was explanted the patient experienced acute renal insufficiency and stomach pain related to a possible ischemic ileus. The ileus later developed into a perforation of the ileum which required surgical intervention. The patient's health continued to decline, including respiratory deterioration, and the patient later passed away. The patient was a participant in the wrap-it study.